Manufacturer narrative:
No patient information in regards to age, weight, ethnicity, and race was provided. The date of event is estimated because the exact day was not provided. An evaluation of the product is expected but has not yet begun.

Event description:
An alleged complaint was reported that a patient was experiencing pain and the doctor had to remove the amalgam. It was noted that th bottom of the amalgam looked like "gravel" as if it has never set. The amalgam was placed (B)(6) 2011 the patient's tooth had to be extracted. No additional injuries or medical intervention was noted.